Event description:
It was reported that the pt underwent cardiac catheterization to evaluate chest pain and dyspnea on mild exertion. Coronary angiography was completely normal with no stenosis. Left ventricular ejection fraction (lvef) was 60% with normal wall motion. The right heart catheterization was then carried out to assess for pulmonary hypertension and other causes of dyspnea. An angio-seal was deployed in the right femoral arteriotomy. Half an hour later, the pt developed severe right lower quadrant pain, a small hematoma, and hypotension. A retroperitoneal hematoma was suspected. The pt received two liters of saline bolus. Hand pressure was applied to the right groin. The patient's blood pressure rose to 110 after 30-45 minutes of manual compression. Fifteen to twenty minutes later, the pt developed recurrent hypotension and severe pain and nausea from a recurrent hemorrhage. The pt received 2,000 units of heparin. A c-clamp was applied to the right groin for several hours. The patient's hematocrit fell to 23. The pt was transferred to intensive care unit (ICU) and was given two units of packed red blood. The pt has been discharged with no further complications.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.